Event description:
According to a copy of the operative report received from the hosp, the pt had her bjork-shiley convexo-concave mitral valve replaced due to a periprosthetic leak and mitral regurgitation. A tricupsid valve annuloplasty was also performed. The pt survived surgery and was transferred to the intensive care unit.